Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Device analysis revealed that the device loss of telemetry and all functions were due to a severely depleted battery. A save to disk file review showed that the device had depleted normally while in legal hold storage. The device was fully functional and operated under normal current drain when powered with an external supply. Since there was no evidence of a high current drain condition, and no hybrid anomalies were observed. The device passed all manual functional testing on the bench including pacing, sensing, impedance measurements and hv therapy delivery. The device was found to meet specifications for normal device operation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family that the patient is deceased. The patient is reported to have been found unconscious by the family member in their residence. The family member alleges that the device ¿did not fire and shock¿ the patient¿s heart ¿as designed resulting in¿ the patient¿s death. Emergency services was contacted and multiple attempts at resuscitation were made however they were not successful. The family member further alleges that the device clinic staff indicated that the ¿defibrillator did not deliver that shock¿ to the patient¿s heart. Additional information obtained reported that no statement to this effect was made with the device. No interrogation was performed postmortem. No additional information is available.

Manufacturer narrative:
Full analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.